Manufacturer narrative:
The impella device was not returned by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿

Event description:
A 53 year old male presented for impella support. The user facility reported that the cutdown technique for impella insertion caused a hematoma. Although no allegation was made against the impella, a contribution cannot be completely ruled out. Drainage was placed and blood products were administered.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that the technique used to perform the cutdown was the most likely cause of the access site bleeding. The failure modes will be monitored and trended. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿